Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, a cracked display window and a cracked case near display window corners were noted during the visual inspection. All buttons functioned properly. No button error alarms were noted. However, moisture damage was noted on the keypad traces.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 293 mg/dl. The customer stated that they just ate and has not been able to treat for it; they will administer manual injection. The discontinuation of the device was advised. Nothing further was reported.